Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/26/2020. H.6. Investigation: one sample was received for quality investigation. The customers complaint of kinked tubing was verified by visual investigation. A kink in the tubing below the drip chamber was observed during the inspection of the infusion set. A device history record review for model 10014881, lot number 20035022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kinking below the drip chamber is the coiling and pouching of the infusion set before the solvent between the drip chamber and tubing is allowed to dry causing for the tubing walls to be glued together. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot #20035022 regarding item #10014881. H3 other text : see h.10.

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced kinked tubing. The following information was provided by the initial reporter: complaint 2 of 3. Material no:10014881, batch no: 20035022. It was reported that tubing kinked below the drip chamber. Monday, october 5. A secondary tubing (bd smartsite low sorbing secondary set ref ID 10014881 ¿ lot number not but believed to be the same as below based on shelf stock) kinked below the drip chamber. Staff were ultimately able to use tape to get the infusion to run but otherwise infusion would not run. This set is contaminated with cytotoxic hazardous drugs, however is available for shipping if arrangements can be made.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced kinked tubing. The following information was provided by the initial reporter: complaint 2 of 3. Material no:10014881, batch no: 20035022. It was reported that tubing kinked below the drip chamber. Monday, october 5: a secondary tubing (bd smartsite low sorbing secondary set ref ID 10014881 ¿ lot number not but believed to be the same as below based on shelf stock) kinked below the drip chamber. Staff were ultimately able to use tape to get the infusion to run but otherwise infusion would not run. This set is contaminated with cytotoxic hazardous drugs, however is available for shipping if arrangements can be made.